Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, they noticed several holes on the balloon. A photo of the complaint device inside the patient was provided and showed that the balloon was leaking through several pinholes. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, they noticed several holes on the balloon. A photo of the complaint device inside the patient was provided and showed that the balloon was leaking through several pinholes. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the balloon was inflated without a problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 87 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. A media analysis was performed based on the photo provided by the complainant where was possible to observe the device inside the patient showing evidence of balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole at located approximately at 87 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem found on the distal section of the balloon. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, they noticed several holes on the balloon. A photo of the complaint device inside the patient was provided and showed that the balloon was leaking through several pinholes. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block e1 (initial reporter email has been corrected. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the cre pro wireguided dilatation balloon device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the device inside the patient showing evidence of balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. According to the media analysis performed, it was possible to observe the balloon had evidence of pinhole. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.